Event description:
It was reported that "after the surgeon did the final tightening, he visualized that the blocker of the s1 screw was cracked. He attempted to remove the blocker with the inserter and was unable to do so. Surgeon then cut rod next to the screw and backed out construct with pliers. A new screw was inserted and new rod and blocker were used to complete surgery."

Manufacturer narrative:
Na